Event description:
On (B)(6) 2020 the customer indicated they had additional discrepant results and provided an example sample ID (B)(6) generated 7.1 and 6.66 s/co and new sample 0.06 s/co.

Manufacturer narrative:
The field service representative (fsr) checked instrument logs and inspected the analyzer. Multiple parts were replaced including: pump, vacuum, dual valve intake and exhaust (ln a-30109807-03); head, waste pump (rohs) (ln 7-200378-01); key, pump head stacking (ln a-30104135-01); and vacuum pump filter (a-14346-01). The previously listed parts were determined to be the cause of the issue. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the parts mentioned above were replaced. A review of tracking and trending data in the product monitoring review for the alinity I processing module revealed no systemic issues or trends related to the result issue described in this complaint. Trending data and manufacturing documentation for the replaced parts did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the issue. No systemic issue or deficiency of the alinity I processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no specific patient/donor information was provided.

Event description:
The customer obtained multiple (B)(6) results while using the alinity I processing module. The following results were provided: (B)(6). No impact to patient/donor management was reported.